Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the office for a device check, and the device had not been checked for 3 years. The device could not be interrogated. No further information could be obtained after multiple follow-up attempts. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.